Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the device did not reveal any device-related issues and a direct correlation between the pump and the reported event could not conclusively be determined. Additionally, a specific cause for the elevations in pump power could not conclusively be determined from the evaluation of the returned pump. The pump was returned assembled with the driveline severed approximately 1¿ and 12¿ from the pump housing and the distal end was returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port with the flex section severed medially. The proximal end of the flex section and the inlet tube were also returned. The sealed outflow graft and outflow graft bend relief were returned detached from the outflow elbow. The outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was returned disengaged evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of developed depositions or thrombus formations. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017, with history of stopping their coumadin recently due to a large hematoma on patient's shoulder from a fall. Patient was having progressive return of hf symptoms including acute kidney injury. On 31jan2019 additional information was received, that patient ramp study has been done x2 this week and suspected of true pump thrombosis. It was reported that the patient does have rv failure and was being supported via ino and drips, (no mechanical rv support right now). The rv failure was reported as possible complication of the left sided thrombosis. No further information was provided.